Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found the light emitting diodes were off, indicating a major electronics failure. The pyxibus module controller was replaced by fse, but the leds remained off. After replacing the drawer controller, fse found that the leds illuminated under power. Operation was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was unable to open and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.